Event description:
Two patient samples with discrepant troponin t results. Patient 1, initial result gave 0.53 ng/ml; repeated once in 2008 giving 0.012 ng/ml and four times in the next day giving 0.014, 0.013, 0.011 and 0.014 ng/ml. Patient 2, initial result gave 0.054 ng/ml; repeat gave 0.209 ng/ml. Sample repeated twice in the next day giving <0.010 ng/ml each time. No adverse events reported in association with the results. If additional information is received, appropriate notification will be provided.